Event description:
It was reported a patient underwent a right total hip arthroplasty on (B)(6) 2015. Subsequently, review of radiographs taken on (B)(6) 2015 revealed the oblong troch bolt backed out and was loose in the patient's body. It is suspected the loose bolt caused metallosis in the greater trochanter. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity."